Event description:
Patient with an ICD had a generator change in august 2009 to a boston scientific (bsc) teligen model e110. By the way, it had a class ii recall related to a header problem with subpectoral implants. Http://www.bostonscientific.com/templatedata/imports/html/ppr/ppr/ICD/ surv/tel_dr_surv.shtml.this particular device was implanted subcutaneously and had no visible header issue.patient's defibrillator failed catastrophically (no warning, lost all communication ability) requiring hospitalization overnight and urgent generator change.device #1is this a laboratory device or laboratory test?no.

Event description:
Patient with an ICD had a generator change in august 2009 to a boston scientific (bsc) teligen model e110. By the way, it had a class ii recall related to a header problem with subpectoral implants. (B)(4).this particular device was implanted subcutaneously and had no visible header issue.patient's defibrillator failed catastrophically (no warning, lost all communication ability) requiring hospitalization overnight and urgent generator change.device #1is this a laboratory device or laboratory test?no.